Event description:
In a review of the literature, the following six events related to use of the x-stop device were reported in an abstract: intraoperative spinous process fracture obviating implant use. It was reported that the spinous process fracture occurred during the implant procedure, which was done in a prone position. A decompression was performed and the implant was not used. It was reported that the patient had no further issues and is doing well. One patient developed a late (7 months) spinous process fracture, requiring revision surgery. It was reported that symptoms began 6-7 months post procedure. The patient had experienced relief of pain prior to recurrence. Decompression and fusion was performed and the patient was reported to be in good condition. It was reported that a spinous process fracture occurred about 3-6 months post x-stop implant. The x-stop remains implanted. The patient is satisfied and pain free. No further procedures have been performed. It was reported that a patient expired about a year and a half post x-stop implant from unrelated causes. The patient had a heart attack. It was reported that a patient expired at least one year post x-stop implant of unrelated causes. The reason for death is unknown. A late herniated nucleus pulposa occurring at the same level treated with x-stop. It was reported that the disc herniation was observed 1 year post x-stop implant. The disc was removed and the implant was put back in place. The x-stop is functioning as intended, and the patient is doing very well.

Manufacturer narrative:
Abstract titled "results of using the x-stop implant to treat symptomatic spinal stenosis in patients who experience complete lower extremity symptom relief while sitting", by karl werner, md, marjorie leahy, rn, mn, james calvert, md. Device not returned, internal review of literature, follow up with author.